Event description:
It was reported that the customer's insulin pump had air bubbles in the reservoir and infusion set. The p cap was not connected properly to the reservoir. The connection was slanted and loose. The customer also noticed a discoloring on the tubing close to the cannula. His/her blood glucose level was 243 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
One opened and used reservoir was evaluated and passed per specification. No air bubbles or defects with the o-rings were noted. However, and found that the snap-cap was too loose to connect or release properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.